Manufacturer narrative:
The technician found the bed exit tape switch is not activating the alarm. The technician replaced the bed exit tape switch assembly to resolve the issue.

Event description:
The technician alleged the bed exit will not alarm when activated. No pt impact.